Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. The reporter commented: the patient had migration on (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. (Product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and endometrial ablation performed concomitantly" on (B)(6) 2015. The patient's medical history included uterine dilation and curettage in 2005 and depression. Concurrent conditions included menorrhagia, menstruation abnormal, pelvic pain, dysmenorrhoea and cervicitis. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen, lorazepam and medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device expulsion ("metal spring is focally identified within the endometrial cavity,metal implant in the endometrial cavity"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the perforation and device expulsion outcome was unknown. The reporter considered device expulsion and perforation to be related to essure. The reporter commented: the patient had migration on (B)(6) 2019. On the left 8 coils in the endometrium, coils on the right not seen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: expulsion of device and essure and endometrial ablation performed concomitantly. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: medical records received. Event added: essure and endometrial ablation performed concomitantly and metal spring is focally identified within the endometrial cavity,metal implant in the endometrial cavity. Reporters information, concomitant drugs, and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. The reporter commented: the patient had migration on (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.